Manufacturer narrative:
There were 6 pumps related to this complaint, below please find their serial numbers: (B)(4). Approximate age of device: (B)(4) age:10 months, (B)(4) age:13 months, (B)(4) age:14 months, (B)(4) age:12 months, (B)(4) age:3 months, (B)(4) age:9 months. (B)(4). Device manufacturing date: (B)(4) date:05/21/2015, (B)(4) date:02/21/2015, (B)(4) date:01/29/2015, (B)(4) date:03/01/2015, (B)(4) date:12/15/2015, (B)(4) date:06/22/2015. Exemption number, e2014005.

Event description:
The event was reported by customer from USA as follow: "6 devices having interference with another product while in the operating room. Patient medication was delayed, specifically, penicillin medication. Unknown complaint date. However, no negative patient outcome was reported by the physician, the facility requested all 6 pumps be returned to hospira for re-evaluation, possible defects or possible failure was assumed, there is patient involvement on these pump patient involvement: yes. Death or serious injury: no. Human harm: no."

Manufacturer narrative:
Serial #: there were 6 pumps related to this complaint, below please find their serial numbers: (B)(4). Approximate age of device (B)(4). Age:4.1 years. (B)(4). Age:4.1 years. (B)(4). Age:4.2 years. (B)(4). Age:4.1 years. (B)(4). Age:4.3 years. (B)(4). Age:3.8 years. Device manufacturing date: (B)(4). Date:02/02/2015. (B)(4). Date:02/01/2015. (B)(4). Date:01/29/2015. (B)(4). Date:03/01/2015. (B)(4). Date:12/14/2014. (B)(4). Date:06/22/2015. Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by customer from USA: possible electromagnetic interference.